Event description:
It was reported through the attorney for the pt, as a result of a legal claim that, plaintiff alleges failure of the rejuvenate hip that was implanted. Allegedly after symptoms worsened, plaintiff underwent a revision surgery on (B)(6) 2012. During that surgery, it was discovered that, in fact, there was significant evidence of heavy metal toxicity including a large pseudotumor formation and soft tissue necrosis at the proximal femur.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.